Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect gen. 2 results for an unknown number of patient samples after they did monthly maintenance including changing the ise electrodes. He stated at some point, they started noticing negative anion gaps and samples were repeated on another cobas 6000 c (501) module. Erroneous results for two patient samples were reported outside the laboratory and were questioned by the physician. Of the data provided, only the results for one of the patient samples were discrepant. The initial sodium result was 84 mmol/l and the repeat result was 109 mmol/l. Initial potassium result was 2.78 mmol/l and the repeat result was 4.61 mmol/l. Initial chloride result was 128.3 mmol/l and the repeat result was 71.3 mmol/l. There was no adverse event. The electrode lot numbers were sodium c8271, potassium k2416, and chloride r3256. The expiration dates were requested but were not provided. The customer replaced the ise tubing. The field service representative checked the electrode block and found one o-ring was missing and the ise probe was damaged and was just held by tape. He installed a new ise probe cover, performed ise fluidic decontamination, and replaced the ise pinch tubing. He replaced all ise electrode and the customer performed daily maintenance, calibration, and qc. All results were within specifications. He performed a precision check and results are all with specification.

Manufacturer narrative:
A query found no past or new escalated complaints of this nature on a like instrument during the past 12 months at this site. Trending was performed on this type of complaint and no abnormal trend identified during the past 90 days. Medwatch fields were updated.